Manufacturer narrative:
The customer contacted siemens to report that three falsely depressed creatinine (creat_2) test results were obtained from an advia 1800 instrument. The customer reported that the instrument generated a "6281 dpp clot detection" error. The customer reported that sample test results were also flagged as "safety" and "insufficient sample". A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse flushed the dilution probe pipette (dpp) line with probe wash 3, followed by water. The cse performed a wash 2, and cuvette blank procedure. The cse followed up with the customer post service visit and confirmed there were no additional discordant test results. The cause of the falsely depressed creatinine test results is unknown. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
Three falsely depressed creatinine (creat_2) test results were obtained from an advia 1800 instrument. The initial test results were released to the physician(s). The same samples were repeated on the same instrument, and the test results were reported as the correct results to the physician(s). There are no known reports of patient intervention, or adverse health consequences due to the falsely depressed creatinine test results.